Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verioiq meter displayed inaccurately high results compared to a laboratory device. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained following a review of the call by a senior csr. The patient alleged that the meter had been reading inaccurately since he obtained it on (B)(6) 2017; however, no results were provided for this time. At the start of the alleged inaccuracy, the patient managed his diabetes with toujeo insulin, which he self-adjusted. He reported that following the start of the alleged inaccuracy, he increased his insulin doses, first by 10 units, then by 20 units and finally by 30 units to reach a total of 80 units as prescribed by his doctor. He reported that on (B)(6) 2017, he developed symptoms of ¿vertigo, cold sweat and palpitations¿ which he treated by taking ¿sugar¿. The patient reported that on (B)(6) 2017, his doctor asked him to stop the toujeo and revert to his former insulin treatment of 32 units of lantus in the morning and 32 units of lantus in the evening. The patient reported that following the change in medication, there was no reduction in the results on the meter which he considered were still too high. He reported that on (B)(6) 2017, he obtained an alleged inaccurately high blood glucose result with the subject meter of ¿194 mg/dl¿ compared to ¿150 mg/dl¿ on a laboratory device, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference between the reported results falls outside lfs¿ criteria for accuracy. The patient also reported that on (B)(6) 2017, he obtained a blood glucose result of 150 mg/dl using an accu-chek meter. During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure, the patient¿s test strips were within expiry date, had been stored correctly and the test strip vial was intact. The patient had used an approved sample site to obtain the blood samples and he described the correct testing steps. The issue remained unresolved. A replacement meter was sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event, i.e. Vertigo, cold sweat and palpitations, after obtaining alleged inaccurately high blood glucose results on the subject meter and increasing his insulin doses.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.